Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter was having an ¿unusual issue¿. According to the customer care advocate (cca) documentation, the patient ¿would see a clip of a movie, a man would take the test strip, put it is his pocket, and run away¿. This complaint is being classified based on the cca documentation, since the patient could not be reached by phone to obtain additional information. The alleged issue began on (B)(6) 2013, at 8:00 a.m. The patient manages her diabetes with insulin (unknown type, self adjuster). At an unspecified time that same day, the patient stated she had less food/drink in response to the alleged issue. At the same time the alleged issue occurred, the patient claimed she developed symptoms of ¿lack of appetite, nausea, sweating¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.